Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting pump, but caller was unable to complete reset during call and planned to perform reset later and call back if problem persisted.